Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a versacross connect was selected for use. During attempted transseptal puncture, the versacross connect/watchman double curve sheath system perforated the aortic root. Tenting on the septum was visualized in both the short and long axis on transesophageal echocardiogram (tee) prior to delivering radio frequency . Once radio frequency was delivered, the staff could not see the wire in the left atrium. However, according to the implanter the wire was across on fluoro. It was then instructed to advance the sheath. It was then discovered the sheath was through the aortic wall rather than the left atrium. The physician was instructed to leave the sheath in place while surgery consult was called. An open aortic repair was performed, and removed the sheath and closed the hole with a few sutures. They clipped the appendage with an atriclip at the same time. The patient was stable throughout the entirety of the event. The patient has been extubated and is off pressers, and are expected to make a full recovery. Patient was in cicu for observation. The device is not expected to be returned for analysis as it was disposed.